Manufacturer narrative:
D4. Medical device lot #: unknown d4. Medical device expiration date: unknown h4. Device manufacture date: unknown h.6 investigation summary: material #: 367955. Lot/batch #: unknown. Bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using the bd vacutainer® sst¿ ii advance plus blood collection tubes that there was poor barrier separation of sample. The following information was provided by the initial reporter: after centrifugation of the tube the gel barrier ends on top of the supernatant. The patient is known with increased protein concentrations. Explained the density of the serum can change with increased protein levels, which can lead to difficulties of the gel moving and may result in the barrier being completely on top of the tube.